Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the sample probe to resolve the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported low patient results for multiple analytes on their dxc 700 au analyzer. The results were not reported out of the laboratory. There was no report of change to patient treatment in association with this event.